Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit has a transducer fault error in the events log. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr ran the user verification test and reported the unit meets factory specifications. The fsr reported the suspect component is not available for further evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the ventilator has been tagged with a note that states "it keeps alarming." The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit displays a transducer fault in the error log. The customer reported there is no patient involvement associated with the event.